Event description:
The customer called referencing the 2018 adt reboot issue. Per communications with the field service engineer (fse), the customer had actually experienced the reboot issue. There was no patient incident.